Event description:
The customer kept getting an incorrect dialysate weight alarm and incorrect effluent weight alarm. They could not get the scale to calibrate correctly. Patient was on machine but the pt had no issues.